Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; due to a pinhole in the channel tube, water tightness was lost. In addition to the gap found between the acoustic lens and ultrasound probe, the evaluation findings included the following: due to wear of the lock engagement level, the up/down knob could not be locked securely, the scope connector cover was cracked, and water tightness was lost due to a deformation of the electrical connector. Additionally, due to the adhesive peeling on the bending section cover, the insulation resistance value at distal end did not meet the standard value, the number of missing elements exceeded the standard value due to damage of the ultrasonic cable, the displayed ultrasonic image was defective due to damage on the acoustic lens, the adhesive on the bending section cover was detached, the connecting tube had a scratch, and due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera ii ultrasound gastrovideoscope, there was a leak with the working channel. The issue occurred during preparation for use, and there was no patient arm associated with the event. The device was returned and evaluated, and a gap was found between the acoustic lens and the ultrasound probe. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to load, handling, or other issues. The event can be prevented by following the instructions for use (IFU) which state: chapter 3 preparation and inspection: 3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.